Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with pocket infection. The physician elected to explant the whole system which are pacemaker, right ventricular (rv) and right atrial (ra) leads on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The product was returned, and the visual inspection and interrogation results were normal. Device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.